Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has been having severe nasal irritation, severe throat irritation, and shortness of breath, nose blocked. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged severe nasal irritation, severe throat irritation, and shortness of breath, nose blocked. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Internal investigation of the base unit observed dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and airpath suggesting a source external to the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instances of errors on the device. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Section d5 had missing information which is updated in this report.